Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016, that she was experiencing low suction with her pump in style advanced (pnsa) starter breast pump. Her doctor diagnosed her with thrush and prescribed diflucan, which she completed 3 weeks prior to reporting the event. The customer reported the thrush has resolved and is no longer on medication.